Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the customer in doing so, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arose again.